Event description:
Patient reported receiving an unclearable 07 (system alarm) alarm. She indicated that the power packs were expired. Patient changed the power packs, but the alarm recurred. She experienced elevated blood glucose of 545 mg/dl. Her normal range is approximately 130 mg/dl. Patient reported symptoms of extreme thirst, tiredness, sweatiness, and numbness in her hands. She indicated that she switched to injection therapy and her blood glucose levels were not stable. Patient indicated that she returned to using a replacement infusion device and her blood glucose levels returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.